Manufacturer narrative:
Upon receipt, the lead was subjected to an extensive analysis. The performance of the device under complaint was scrutinized, including a visual, electrical and mechanical inspection. The visual inspection showed cuttings in the insulation which occurred most likely during the explant procedure. Blood penetrated the lead in these areas. Further inspection demonstrated deformations of the inner coil. The subsequent analysis indicated that these damages were caused by over rotation. During further analysis, no deviations were noted which might be related to the clinical observation as mentioned in the complaint description. In summary, there was no sign of a material or manufacturing problem.

Event description:
(B)(6) - boston scientific received information that this right ventricular lead exhibited loss of capture which resulted in asystole of less than 2 seconds. And there were high pacing thresholds measurements. This lead was explanted and was successfully replaced thereafter. No adverse patient effects were reported.